Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Out of the package, the wire is detached from the jaw. There was no harm to the patient as the defect was noticed upon inspection prior to beginning the surgery.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h6-health effect ¿ impact codes (2) - code corrected to 2199. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device discarded.

Event description:
N/a.